Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that chest pain and stent thrombosis occurred. Prior to the procedure, the patient's clotting time was checked and it was 144. The patient was given with heparin and angiomax. The two target lesions were located in the 24 x 2.5 mm left circumflex artery (lcx) and right coronary artery (rca). Initially, a 2.50 x 24 mm synergy ii drug-eluting stent was implanted in the lcx and everything looked good. The physician went over and engaged the rca and a 30 x 20 mm synergy ii drug-eluting stent was then implanted. Rca stent was finished at a normal fashion. However, the patient started developing pain. Rca looked fine. The physician went back and looked at the left system again where the first stent was implanted. A very small clot in the mid portion of the implanted 2.5 x 24 mm synergy ii stent was noticed. A 2.5 mm x 15 mm nc quantum apex balloon catheter was then advanced and dilated the area where the clot was found. The area then looked good. The patient was given then with integrilin. One day post procedure, the patient was discharged from the hospital.